Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.25mm x 15mm nc emerge® balloon catheter was advanced to post dilate a 2.25mm stent. However, during inflation within the stent at 16 atmospheres, the balloon was punctured. Subsequently, contrast media leaked within the coronary artery. No patient complications were reported.

Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event corrected from malfunction to serious injury. (B)(4).

Event description:
It was further reported that a small perforation occurred in the coronary artery wall. The device was completely removed from the patient's body and there was no damage in the previously implanted stent. The patient's status was stable.